Event description:
Follow up information received that the patient underwent surgery where the ipg was explanted and replaced. The patient has effective therapy post operation.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on (B)(6) 2017.

Event description:
It was reported that the patient is unable to communicated with their ipg. The patient had an unrelated surgery on (B)(6) 2019 and since the surgery, the patient has not ben able to communicate with their ipg. A field representative attempted to connect to the ipg using their clinician programmer and performed further troubleshooting step but was not able to establish communication with the ipg. It was also reported that the patient was defibrillated twice during the unrelated surgery due to cardiac issues. The patient plans to discuss further steps with their physician.

Manufacturer narrative:
Further analysis shows the device should not be included in the fsca.